Manufacturer narrative:
Product event summary #lot number not provided. DHR review decision will be reassessed if lot number becomes available. (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately after the implantation of an integrity bare metal stent ((B)(6) 2013) that the patient experienced lowered ejection fraction, multiple mi's, blisters and chest pain. Chest pain is noted to be constant now along with palpitations, weakness and severe fatigue. It was reported that the patient is in and out of coronary heart failure and had four CABG approximately 5 years ago. The patient has been referred to a surgeon to discuss removing the stent.